Event description:
Customer reported that she received a reading of 68 mg/dl on her meter which was lower than she felt and experienced symptoms of blurry vision, dry mouth, feeling sick and vomiting. As a result she went to a local hospital, was diagnosed with diabetic ketoacidosis, was put on an insulin drip and admitted to the intensive care unit for 3 days. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.